Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the balloon appeared outside the marker band. The 95% stenosed target lesion was located in the mid right coronary artery. A 6fr jr4.0 non-bsc guide catheter and a 180cm non-bsc guide wire were placed. A apex monorail 15mm x 2.50mm balloon catheter was advanced to predilate the lesion. The balloon was inflated once to 14atms. Under angiography, the physician noticed that the balloon was "clearly" outside of the marker. A 2.5x18mm promus rx drug eluting stent was deployed at 16atms to treat the lesion. A 3.0x12mm nc quatum apex mr balloon was advanced and inflated twice to a maximum of 26 atms. A 2.5x18mm promus rx stent was deployed in the lesion at 18 atms. Angioplasty was performed with an unknown balloon with 1 inflation to 26 atms. No patient complications were reported and the patient's status is ok.